Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. Customer's insulin pump has a piece missing out of it at the reservoir compartment. The reservoir is not staying in the pump. The customer's blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a completely broken off reservoir tube lip; the reservoir tube lip completely broken off and test reservoir will not lock or click into place. The insulin pump had minor scratched display window and missing reservoir tube o-ring.